Event description:
A customer observed negatively biased qc results for multiple assays tested on the eci analyzer. Biased results of the direction and magnitude observed could result in inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the customer did not follow MFR's instructions for storage of the signal reagent. After replacing with a fresh signal reagent pack stored according to recommended storage conditions, acceptable qc results were obtained. The root cause of this event is user error.